Event description:
The customer reported that the system froze up (locked-up) and displayed a communication failure error message. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The contacts on the ps1 power supply were repaired. The system was then found to be operating as intended.